Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 130mg/dl at the time of incident. Troubleshooting found that the customer removed the battery and put it back in and the pump buttons are working, but the customer does not have a new battery to try with the pump. Customer indicated that they will call back when they have a new battery to try in the pump. No further details provided.